Event description:
It was reported that the insulin pump alarmed button error. No further information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces also, with corroded battery tube and corroded motor home switch. No button error alarms noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)